Manufacturer narrative:
Device evaluation of monitor sn (B)(4) has been completed. The reported problem (battery faults) was confirmed. Upon evaluation, the monitor was unable to complete essential performance testing. The cause of this was a shorted c7 the ca. The root cause of the shorted c7 cannot be positively identified. No adverse events occurred from the defective monitor.

Event description:
A us distributor reported that a patient was experiencing battery faults.